Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent dislodged during delivery at the lesion. The dislodged stent was not removed and was deployed in the lesion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues. Negative prep/purging was performed on the device prior to use with no issues. T he lesion was pre-dilated with a compliant balloon. The left anterior descending (lad) artery was calcified. There was a previously deployed stent in the circumflex (cx) vessel which was hanging in the left main (lm). Resistance was noted advancing the device to the lesion. Excessive force was used. It is believed that the onyx frontier stent caught on the previously deployed stent in the cx. It was possible to get a small balloon inside the stent and dilate the stent. After the stent was deployed without injury to the patient, a non-medtronic intravascular lithotripsy (ivl) balloon was used to crack the calcium in order to appropriately expand the onyx frontier stent. No further patient complications have been reported as a result of this event. Sections b.1., b.2. And h.1. Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.